Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issue was found.

Event description:
A hospital in (B)(6) reported that during a procedure for a distal radius fracture the surgeon had placed the plate and had drilled the bone through the guide block and quick drill sleeve. He then inserted and locked a va locking screw through the guide block. The surgeon felt the screw was too long in the distal most styloid hole as it penetrated the bone. The screw was removed and a shorter screw was placed but the screw penetrated the hole. The surgeon tried another screw and it also penetrated the hole. The surgeon used a fixed angle screw with a torque limiter to complete the procedure. This report is #2 of 3 for the same event.